Event description:
It was reported this was a case review of a procedure that was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip was inserted and during deployment, it was noted that the clip did not release. Troubleshooting was performed and the clip was unable to be deployed. The physician decided to bring the devices down into the left groin and performed a superficial incision to remove the devices. There additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported inability to deploy the clip. The reported surgical intervention was a result of case-specific circumstance as a superficial incision was performed to remove the devices. There is no indication of a product issue with respect to manufacture, design, or labeling.